Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for an unknown reason. Patient had an s-rom femoral stem with an asr cup. The surgeon removed the head ball and cup, implanted a biomet cup/liner and used a depuy synthes head ball to match the s-rom 11/13 taper. Doi: (B)(6) 2009 ; dor: 07/16/2018 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Medical records and implant sticker sheets received. After review of medical records, the patient was revised to address left hip chromium and cobalt toxicity with pain. It was indicated that the levels were in the 50s. Acetabular components were noted to be very vertical during one of the pre-operation visits.

Event description:
Litigation papers allege, on or about (B)(6) 2009 to the present, patient suffered the following personal and economic injury(ies) as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, pain, cracking and popping in the left hip; constant pain, inability to lead a normal life, possible revision surgery, numerous follow-up doctor visits, anxiety, fear and other emotional damages.